Event description:
The core micro drill was returned for service. Upon eval at the manufacturer, it was found to run without user activation. There was no pt involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
Upon disassembly, it was observed that there was widespread corrosion and that the motor was worn. The presence of widespread corrosion and a worn motor is likely to cause or contribute to the handpiece running-on.